Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to suspected lead fracture. In addition, loss of capture, undersensing, and helix mechanism issues were experienced. A different lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to suspected lead fracture. In addition, loss of capture, undersensing, and helix mechanism issues were experienced. A different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.